Event description:
Boston scientific received information that this chronic right ventricular (rv) lead was fractured. As a result a revision procedure was performed and the rv lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.